Event description:
In june 2002, the pt reportedly was unable to hear while using two of their three sound processors. External equipment was exchanged. However, the problem was not resolved. The pt was seen at the center. Testing performed confirmed that electrode impedance measurements were within normal limits. However, lock problems were observed. In august 2002, the pt was seen by a company representative for device evaluation. Testing performed revealed an incorrect tank voltage signal value. Programming changes were recommended. The pt was able to hear using the sound processor. In jan. 2004, the pt's family member reportedly felt that they observed a decrease in the pt's performance. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. The decision was made to explant the pt's c1 device.